Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the distal end of the bronchovideoscope exhibited a burn. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the investigation results, it was noted the distal cover was observed burnt was unable to be specified, since the actual item was not sent to the manufacture business center. Presumably, the event was caused by stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: " the instruction manual operation manual¿ chapter 3 preparation and inspection, 3.2 inspection of the endoscope¿ describes the methods for inspection on the suggested event.¿. Olympus will continue to monitor the field performance for this device.